Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2014-2680, 1627487-2014-02681, 1627487-2014-02682. The patient is implanted with two scs systems. All possible devices are being reported. It was reported the patient is going to have her scs system(s) revised. The reason for the revision is undetermined at this time.